Event description:
Report received of an over-delivery. The pump was programmed in the pca only mode to deliver dilaudid, with a concentration of 1mg/ml, a loading dose of 0.5mg, a 0.3mg pca dose, a 15-minute pt lockout, and a 4mg 4-hour dose limit. The customer reported that the device was initiated at 430pm. At 1030pm, the total volume delivered was noted to be 4.1mg, and the "pump was cleared." At 130am, the syringe was reportedly empty, and the pt received a total of 25.9mg of dilaudid over a 3-hour period. The customer reported that the nurses had not changed any of the pump settings. The pt reportedly had "a high tolerance to analgesics, and did not demonstrate signs or symptoms of overmedication." There were no reported adverse pt effects. Though requested, no further info was received.